Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open breast reconstruction, during skin closure, the suture was difficult to tie due to stickiness. The thread broke during knot tying. The thread of another suture broke while passing through the suture. There was no patient injury.